Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the interstim was implanted on (B)(6) and they reported leaking on (B)(6) at 7 pm. The patient had to get up twice to change her underwear because she had leaked. The patient did not feel stimulation and therapy was on. It was noted the symptoms were gradual in onset. The patient noted they had a follow up appointment on (B)(6) 2017. Additional information from the consumer reported she felt she had bladder infection ¿the weekend¿ previous to the call. The patient started medication for a bladder infection on (B)(6) 2017. It was reported the patient still had leakage since (B)(6), the implant date. It was noted the patient had an appointment on (B)(6) 2017. The consumer noted the symptoms were gradual in onset. It was noted the patient began taking oral antibiotics on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.